Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported the patient experienced a return of urinary incontinence approximately eight years after implant of this artificial urinary sphincter (aus). In-clinic evaluation showed a balloon filled with 25 mm of fluid, a very good bladder capacity, normal diuresis, a night rise, and an x-ray that did not show apparent mechanical technical weakness. A revision surgery was performed, and the aus cuff was moved. No further patient complications were reported.

Manufacturer narrative:
The device was returned to the quality assurance laboratory and the components underwent a thorough analysis. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or visual abnormalities were found. The cuff passed leak testing. Inspection of the remainder of the device revealed no damage or irregularities. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or visual abnormalities were found. The pump passed leak testing. The balloon component was visually inspected, microscopically examined, and tested for leaks. No visual damage or abnormalities were found. The balloon passed the leak test. The balloon did not pass functional testing. Inspection of the remainder of the device revealed no other damage or irregularities. Based on the information available and analysis results, the low pressure of the balloon components could result in the reported clinical event of urinary incontinence. A conclusion code of cause traced to component failure and known inherent risk of the device was assigned to this investigation.

Event description:
It was reported the patient experienced a return of urinary incontinence approximately eight years after implant of this artificial urinary sphincter (aus). In-clinic evaluation showed a balloon filled with 25 mm of fluid, a very good bladder capacity, normal diuresis, a night rise, and an x-ray that did not show apparent mechanical technical weakness. A revision surgery was performed, and the aus cuff was moved. No further patient complications were reported.